Manufacturer narrative:
Corrections to the MFR MDR report #1220648-2024-18597-02: g3-should have been 22-nov-2024.

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, high purge pressure alarmed. Bicarbonate purge was swapped for heparin purge. High purge pressure alarmed again, and tissue plasminogen activator (tpa) was placed in purge. Tpa ran for about 6 hours without alarming again and purge flow increased. After tpa purge finished, heparin was placed back in purge solution.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was returned for investigation and a clot was found wrapped around the impeller. There were no other physical abnormalities with the pump. The data logs confirm high purge pressure alarms. There were minor motor current and placement signal spikes throughout the case. There was a gradual increase in purge pressure until alarm was triggered. The high purge pressure was sustained for about 15 hours before it returned to normal levels aligning with clinical mention of tissue plasminogen activator (tpa) addition and resolution. There was a motor current spike followed by low pump flows and an upward shift in placement signal. This aligns with the timeline of the pa catheter being pulled as mentioned in the clinical details. The root cause of high purge pressure was determined to be biomaterial. The root cause of low pump flow was determined to be biomaterial.

Manufacturer narrative:
Additional information added to b5 and h6. Corrected b1 and h1: serious injury.

Event description:
It was additionally reported that when the physician was assessing the patient, the physician pulled the pulmonary artery catheter due to inaccurate pressures. Shortly after pulling the catheter, the impella pressures decreased, so the physician increased the p level to 9 to keep the flows about 1.5 l/min. Shortly after, a clot was ingested by the rp flex, and flows lowered to 2.2 on p-9. As a result of the lower than expected flows, the impella rp flex was explanted. The patient was successfully weaned and explanted.